Event description:
The customer contacted physio-control to report that their device unexpectedly loses power. There was no patient use reported with the event. Upon evaluation of the device by physio-control it was observed that the device would not power on.

Manufacturer narrative:
Physio replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the single board computer(sbc) was inoperative was the cause of the reported issue. Further root cause could not be determine.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the customers reported issue. Physio observed that the device would not power up during evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly loses power. There was no patient use reported with the event. Upon evaluation of the device by physio-control it was observed that the device would not power on.